Event description:
The customer was hospitalized for low blood glucose levels. Prior to hospitalization, the customer had lost consciousness at work due to the low blood glucose levels. Troubleshooting was performed and all programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.